Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the extension model 37085-60, serial (B)(4) found the stimulation body was not straight, new out-of-the-box. The body of the extension was not straight near the molded rubber. The extension was electrically ok. (B)(4).

Event description:
It was reported that the distal part of the extension was "bent at a very sharp angle." The product was never used with a patient. The patient's outcome is reported as stable.